Manufacturer narrative:
Full UDI# provided. Investigation summary: we have tried to obtain the incident device for evaluation with no success; however, an image was provided. In the absence of the subject device, it is difficult to determine the root cause of incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  The exact root cause of the incident remains unknown. All inzii retrieval systems undergo 100% visual inspection during the assembly and packaging process. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "cd003 malfunctioned during a case with limited details. Two pictures were sent from the case and product from this event is being returned for examination." Patient status: "patient was not injured."